Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare rep that the heater wire in the inspiratory heater wire connector of an rt206 adult inspiratory heated breathing circuit was faulty. This event occurred prior to pt connection. No pt consequence was reported.

Manufacturer narrative:
(B)(4). Device is en route to MFR for investigation. This is a malfunction that has been reported to the fisher & paykel healthcare facility in (B)(4). The product is not sold in the USA, but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. The rt100 adult dual heated breathing circuit is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report upon completion of the investigation.